Event description:
Dealer states the chair is making a clinking sound when turning and that the batteries are not holding a charge. Dealer states it only runs sometimes.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.